Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open tissue suturing procedure, while employing a continuous suturing technique in the wound, the thread broke. Visually, when outside the patient's cavity, the user tried to pull the device and the thread broke every time. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. A different device was returned than was originally reported. A representative sample was returned with the appropriate packaging. Visual inspection noted the breathable pouch noted no breaches or damage. The needle were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil pouch was inspected and identified no signs of damage or abnormalities. A visual inspection of the returned video noted that through out the video, a surgeon could be seen easily pulling apart a suture with their left hand and a needle driver. Functionally, the breathable pouch was opened without any tears of the tyvek packaging. The suture was removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force was measured and were found to meet ep minimum mean and minimum individual specific ations. Based on the results of the simple knot test, the representative sample tested satisfactory. It was reported that the thread broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufac turing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.